Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted. Additional information was received. An endurant ii stent graft system was implanted to resolve the migration of the aneurx system that was implanted eight years previously. A procedure was performed to close a gap that had been created between the endurant ii and the aneurx caused by the cuff slipping out of the aneurx. This gap also caused a type iii endoleak. At the time of the intervention two years previously, the aneurx stent graft had kinked at a 90 degree angle at the bifurcation. The endurant cuff had been implanted, and a seal obtained. Over time, the angle became too great and the cuff slipped out of its original position, creating the gap. Implantation of the endurant ii would also allow the gate to keep both iliac arteries open. An endurant ii was inserted, but the physician was unable to cannulate the gate. An endurant ii aui was then implanted inside the endurant ii to convert the bifur to an aortic uni iliac graft. Another manufacturer's plug was put in the other aneurx limb to occlude flow into the limb. A fem-fem bypass was then performed to create blood flow to the other leg. No additional clinical sequelae were reported, and the patient is fine.